Event description:
Customer reported fluid leaked from the administration set near the upper fitment during an infusion. Reported the incident occurred in the ICU. The administration set was replaced and the infusion restarted without incident. There was no patient harm reported and medical intervention was not required. Customer did not provide additional event or patient details.

Manufacturer narrative:
(B)(4). Unable to determine the case of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.